Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded occasional undersensing of a premature ventricular contraction (pvc) when the pvc occurs at the same time as the atrial pace, resulting in unnecessary right ventricular (rv) stimulation. The rv blank after the atrial pace was set to smart to avoid this from reoccurring. The ICD remains in service. No adverse patient effects were reported.